Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd syringe 10ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: (B)(6).

Manufacturer narrative:
(B)(4)- supplemental MDR - foreign matter. Correction: following submission of initial MDR, the customer information was not correctly reported. Section e updated to reflect correct customer address. Evaluation: one sample and four photos of 10ml luer-lok syringes were received and evaluated. The sample had a milky white embedded stain on the barrel, consistent with embedded foreign matter. The photos showed additional issues: one syringe with a white mark on the barrel, another with partially worn scale markings missing over 50% on the zero and 2 lines, one with a broken plunger rod, and two barrels missing all scale markings. The embedded foreign matter is likely degraded plastic caused by prolonged high temperatures during the molding process. This is considered a cosmetic defect and does not pose a risk to the customer. The root cause for embedded foreign matter is linked to the molding process, completely missing scale markings to the marking process, and partially missing scale markings and plunger rod damage to the assembly process. Furthermore, a device history record review was completed for provided lot number 4318169. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.